Manufacturer narrative:
The cartridge was not returned to the manufacturing site; therefore product testing could not be performed. The customer's reported complaint for a cartridge crack could not be verified. Manufacturing records review: the manufacturing process record was evaluated. There were no non conformances, discrepancies or deviations for similar issues that were found during the manufacturing record review. During the manufacturing process the operators check the neck, tube, and tip areas of the cartridge for cracks, melting, roughness, dent, bent tips or smash conditions. No cracking or stress marks are allowed. The manufacturing record review and related documents revealed the cartridge was manufactured and released according to specification. Labeling review: the directions for use (dfu) for the cartridge was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the cartridges. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. Corrected data: in the initial MDR, the lot number of the cartridge was inadvertently entered in the serial number section. Corrected lot number entry. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the eye, the cartridge cracked. No patient injury reported. Additional communication on (B)(6) 2015 verified there was no patient injury reported and no patient issues and the cartridge is not available to be returned. No further information is available.